Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist device, serial number (B)(6), confirmed driveline wire fatigue that would have resulted in the pump stoppages on external batteries observed in the submitted log files. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 36¿ from the controller connector. The sealed inflow conduit (inlet tube, flex section, and inlet elbow),apical sewing ring, sealed outflow graft, and sealed outflow bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Examination of the blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. The 3¿ proximal portion of the driveline revealed no evidence of damage. There was a prior external repair on the distal portion of the driveline, found approximately 18.5¿ from the system controller connector (refer to cs-109883). Electrical continuity testing of both segments of the driveline found all wires to be electrically intact. The silicone jacket was removed revealing minor metal braided shield breakdown noted at approximately 20¿, 24¿, and 29¿ from the controller connector. The remaining layers were carefully removed from the driveline in order to evaluate the underlying wires. Microscopic examination of the driveline revealed an insulation breach to the yellow wire and red wire approximately 6.5¿ and 7¿ from the pump body, respectively. The distal end of the driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. Submerging the orange wire in the saline solution revealed a breach in the wire¿s insulation approximately 7¿ from the pump body. The remaining wires were tested and found to be unremarkable. Although a specific cause for the observed breaches could not conclusively be determined, the damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The observed breaches to the red, orange, and yellow wires would have resulted in pump stoppage events if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported the power module with a grounded patient cable or the mobile power unit. The insulation breaches would have resulted in pump stoppage events if the exposed conductors from wires of two different phases (yellow and red or yellow and orange) made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or the power module with an ungrounded patient cable. The device was cleaned and the pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Due to the confirmed damage on the distal portion of the returned driveline, a test distal portion of driveline was used during hydraulic qualification testing. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental findings: there was superficial damage to the outer jacket of the driveline, approximately 23.5¿ from the controller connector. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline and the patient¿s driveline repair kit were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. This IFU discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Section 8, ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Original report of patient's driveline short-to-shield: MFR # 2916596-2018-05504. Report of previous external driveline repair: MFR # 2916596-2018-02827. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR#: 2916596-2020-06528. It was reported that the patient called the site after their device displayed alarms instructing to call the hospital. The log files recorded pump off alarms intermittently until 14:30 on (B)(6) 2020. The data showed (20) pump stops (9) low speed advisories intermittent on (B)(6) 2020 between 11:56 and 15:08. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. The issues appeared to be occurring on both the power module and on batteries. Recommended immobilizing the percutaneous lead to prevent any further interruption in support. The patient had a previous driveline repair approximately 5 inches from the exit site on (B)(6) 2018. The patient's driveline had a known short to shield, and they were using an ungrounded patient cable. There was not enough room for a second driveline repair attempt. The site submitted x-ray images of the driveline which were not remarkable. The patient's pump was exchanged for another heartmate ii device on (B)(6) 2020. The black cable on the patient's system controller was also noted to have a tear. The patient was asymptomatic.